Event description:
I had 10 different vacutainers from the manufacturer medichoice fail over the course of last night and the night before, where I saw many patients and started several ivs for other staff members. I reverted back to using 10cc syringes and blunt needles due to the failure of so many of the vacutainers that night. It puts staff at increased risk of needle injury due to the failure of our equipment. The vacutainer fails to pull blood through the hub into the needle portion. It also caused at least one IV to be started a second time due to assumption of misplacement of the IV cannula with blood unable to be pulled back into the j loop into the vacutainer. Medchoice medical supplies, (B)(4). FDA safety report ID# (B)(4).